Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded rotor, which was replaced along with the driver, drive pin, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating while being tested on-site at the account. This did not occur during a surgical procedure, so there was no pt involvement. There were no adverse consequences reported as a result of this event.